Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a bilateral case of unexpected refractive outcome of over correction ten weeks post photo refractive keratectomy (prk) enhancement. Reporter indicated the patient has a history of dry eyes, and is currently being monitored; as well as, using artificial tears daily. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of provided patient information does not show any abnormalities in regards to topographies, or the treatment parameters. The system history shows that the laser was verified successfully prior to the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be identified conclusively. A possible contributing factor could be, that the re-epithelization has compensated the refractive effect of the treatment. (B)(4).